Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity I hiv ag/ab combo results for a patient. The sample was repeated on another instrument and nonreactive results were obtained. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): (B)(6)2025 initial result = 19.21 s/co; repeat results = 0.71 s/co and 0.90 s/co. (B)(6)2025 repeat results = 1.23 s/co, 1.03 s/co. (B)(6)2025 repeat results from another instrument (ai01363) = 0.06 s/co, 0.05 s/co, 0.20 s/co. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined the probes and the dirty sample probe wash cup were the likely causes of the issue. The fsr replaced the probes and cleaned wash cup body, which resolved the issue. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant or erratic patient results. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the probes and wash cup body did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), or the likely cause parts was identified.

Event description:
The customer observed false repeat reactive alinity I hiv ag/ab combo results for a patient. The sample was repeated on another instrument and nonreactive results were obtained. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): on (B)(6) 2025, initial result = 19.21 s/co; repeat results = 0.71 s/co and 0.90 s/co, on (B)(6) 2025 repeat results = 1.23 s/co, 1.03 s/co, on (B)(6) 2025 repeat results from another instrument (B)(6) = 0.06 s/co, 0.05 s/co, 0.20 s/co. There was no impact to patient management reported.